Event description:
Healthcare professional later reported "holes in implant, might¿ve been done by the doctor during surgery."

Event description:
Healthcare professional reported "holes noticed in implant during surgery". This record is for an unknown side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.